Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿the default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an alarm 7 (auto off alarm) occurred. There was no reported impact to blood glucose. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.